Event description:
After the deltaplush coil was deployed in the aneurysm, detachment was attempted. The detachment button was pressed about five times, but the coil could not be detached and was removed safely. Other coils were detached before and after this coil using same cable and detachment control box (dcb). The cable was not replaced; but a coil used just after this was detached with no problem. The coil had passed pre-deployment electrical check. There was no serious injury or required intervention due to the event.

Manufacturer narrative:
(B)(4). Complaint conclusion: the device was returned for analysis. The detachment fiber did not receive heat and melt. The coil detached on the first detachment cycle. The device positioning unite failed resistance and the enpower system do light after detaching the coil. The detachment fiber received heat and melted. The coil spacing on the outside of the resistive heating coil section was verified to be correct around the entire diameter. The device positioning unit (dpu) failed electrical testing after a successful in-house coil detachment. The most likely root cause of the coil¿s non-detachment at the complaint site was due to a fractured solder joint at the resistive heating coil section. The circumstances of how and where this damage occurred cannot be determined. In addition; without the return of the complete detachment system used in the procedure; it cannot be determined to what extent; if any that these components may have contributed to the complaint event. There was no evidence of a manufacturing issue; therefore, no corrective action was taken.